Event description:
It was reported that during an unk procedure, when firing the cartridge with stapler, the doctor comments that the line of staples on the left side did not close properly so he has to suture the poorly stapled tissue. He asks to replace that cartridge which did not work the same that is given to him already without subsequent complications.

Manufacturer narrative:
(B)(4) date sent: 7/29/2024 d4: batch # unk d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the staple line interrupted; staples not present/visible on any portion of the staple line? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.